Event description:
The patient's mother reported that the meter displayed low results while the patient experienced hyperglycemia symptoms such as dizziness, vomiting, numbness, dehydration, and fatigue, which led to hospital admission where the patient eventually fell into a coma. Prior to hospital admission, the patient was brought to the doctor's clinic, where the last test using the patient's meter showed a result of 72 mg/dl. The doctor advised rushing to the hospital due to hyperglycemic and coma symptoms. The time between the last test and hospital admission was 10 minutes. Upon admission to the hospital, the patient was still conscious and did not need assistance from the mother or any non-professional caregiver. A test performed some time later with the hospital's meter showed a result of 350 mg/dl, after which the patient fell into a coma. The patient was treated with insulin and electrolytic solution. She was hospitalized from (B)(6)2024, for 6 days and was discharged on (B)(6)2024. At the time of the report, the patient was fine.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction - MFR. Site in section g1.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.